Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh29a device arrived with several stains for fluids. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however, the instrument was received fully loaded with staples. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Further analysis to anvil showed that there wasn't any damage on it, only there are stains for fluids. While no conclusion could be reached as to how the washer was cut without the instrument deploying the staples, it is possible that the returned anvil does not belong to the returned device. It is impossible for a device to be fired multiple times due to the design. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: were there any other circular staplers used in the procedure? No. Was the anvil returned the one used with the device in the procedure? Yes. Was the correct device returned for this event? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during the radical resection of sigmoid colon cancer, after fired, found half circle with malformed staple line with irregular shape. The breakaway washer was cut through, but the donuts were not complete. Another device was used to complete the surgery. There were no adverse consequences to the patient.